Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a broken pitch cable at the wrist of the instrument. The cable segment that contains the crimp was still installed in the clevis and did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, a broken wire was observed on the prograsp forceps instrument and subsequently not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.